Event description:
Hemodialysis pt had scheduled dialysis treatment on (B)(6) 2018 at approx 0550 via right upper av hero graft. Dialysis treatment for approx 4:25 hours. Pt was discharged from dialysis facility at approx 1055. At approx 2000 pt was home with wife, wife was going to check pt's blood sugar and wife noted bleeding from access site. Wife obtained a towel, called 911 and applied pressure to bleeding site. Pt lost consciousness and was transferred to hospital where he expired from cardiac arrest due to bleeding from access site.